Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for aaa repair since the angle of proximal neck was more than 70 degrees to the long axis of the aneurysm. Final angiography revealed a proximal type I endoleak. The body extension was placed. The procedure was completed since the endoleak was almost resolved. The patient's condition after the procedure is unknown.

Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Specifically, the IFU states that the device is intended for patients with less than a <60 degree angle between the infrarenal neck and the long axis of the aneurysm. The complaint correspondence indicated that the pt was not suitable for evar due to anatomical exclusion. Pt anatomy likely resulted in the reported type 1a endoleak. The endoleak was reduced with placement of an additional stent graft. At this time, there is no indication that a design or process induced failure of the device resulted in the endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.